Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified: blurry image and a leak between the charged coupled device housing and the head cover. A root cause could not be identified. Based on the results of the investigation, it is likely the blurry image was due to a bad charged coupled device and the failed leak test was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited blurry image and failed water leak test due to leak between charged coupled device housing and head cover. There was no patient involvement.